Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 03-aug-2018. Product investigation is in progress.

Event description:
A father contacted via chat stating that after a few uses the head (brush end) broke in 2 while his son was brushing his teeth. No injury was reported.

Manufacturer narrative:
(B)(6) -2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6)-2018. Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Case description: a father contacted via chat stating that after a few uses the head (brush end) broke in 2 while his son was brushing his teeth. No injury was reported.